Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on-site. The ventilator failed internal leakage and pressure transducer test during pre-use check. The pressure transducer printed circuit board (pcb) and pneumatic back-plane pcb were found defective and replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The received device logs confirmed the reported failures on (B)(4) 2021. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test and the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).